Manufacturer narrative:
D6a: unknown date in 2021 d10: alteon ha collared stem size: 7 alteon cup, cluster-hole 52mm alteon neutral liner biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported during a hip clinical study approximately 4 years ago a patient underwent a right total hip arthroplasty on an unknown date. Subsequently, the patient experienced dislocation 2 weeks post op. It was reported a closed reduction was performed in ER. Patient was reported of wearing a brace for 6 weeks post closed reduction. Patient outcome was reported as no further issues at 1 year assessment. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (health effect - impact code). The cause of the patient¿s dislocation reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.